Event description:
On 01/15/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B) (6) 2007 and (B) (6) 2008, the patient was administered heparin while at a medical center, and experienced, among other symptoms, throat swelling, heart problems, and chills. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The patient passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.